Event description:
Report received from USA stating that "bearings were heating up." The device was not used in surgery. The reporter stated that issue was discovered during an inspection. The device was not used in surgery. There were no injuries or medical intervention reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. If additional information is received, a supplemental report will be sent. (B)(4).